Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker's battery showed eight years remaining. It was noted that one year earlier the battery showed 13 and a half years remaining. Data analysis was performed and was inconclusive as to the cause of the decrease in battery longevity. Analysis noted there were times where the power consumption was increasing and then times where pacing percentages and rates could potentially be contributing to the changes in the increased consumption. It was determined that they clinic would request the patient perform a remote interrogation of the pacemaker in approximately one month to further assess the data. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code (B)(4) captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that another remote interrogation was performed which found the pacemaker's battery was depleting prematurely. Engineering analysis determined the power consumption had been increasing steadily over the past year and recommended that the pacemaker be explanted. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.